Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5 and 6 had failed and would not open due to the magnet missing on both drawers. A field service engineer replaced the inseparable magnet on both drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawers 5 and 6 were not opened. The customer stated that this malfunction caused a delay in dispensing medication to patients, because the user could not get the medications needed and had to go to another station to acquire the meds. However, there were no adverse events or injuries reported based on this event.